Event description:
It was reported that during a davinci si sacrocolpopex procedure, the customer noted a 'frayed cable' on the mega suture cut needle driver. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was derailed grip cable. The cable derailed on the distal clevis ear. The derailment was likely due to the cable losing contact with the clevis during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.